Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was not provided. No additional information regarding this event was provided. The insulin pump was not replaced or returned for analysis.